Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red particulate matter on the tubing of a large volume infusor. This was identified during labelling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from january 8, 2020 - january 9, 2020. The actual sample was received for evaluation. Visual inspection was performed and found embedded particles, measuring 0.03 square mm. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample; however the sample met manufacturing specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.